Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported via social media that they were receiving a hi¿ (readings greater than 500 mg/dl) error message on the sensor and they had to go to the hospital due to the sensor's reading issues. No further details were provided as the customer refused to provide additional information. Adc customer service's attempts to gather more details regarding the customer's issue had been unsuccessful thus far as the customer abandoned their social media post. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported via social media that they were receiving a hi¿ (readings greater than 500 mg/dl) error message on the sensor and they had to go to the hospital due to the sensor's reading issues. No further details were provided as the customer refused to provide additional information. Adc customer service's attempts to gather more details regarding the customer's issue had been unsuccessful thus far as the customer abandoned their social media post. There was no report of death or permanent injury associated with this event.